Manufacturer narrative:
Product analysis: the complaints were unconfirmed. The programmer powered on without issue, and passed incoming inspection and testing with no observations of freezing. The programmer's software was reinstalled, as a preventative measure. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing during use. It was further reported that the programmer was intermittently unable to power on. The programmer was returned for service. No patient complications have been reported as a result of this event.